Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undefined high pacing impedance years prior; however, the current pacing impedance had returned to normal limits. Additionally, it was noted that the rv lead exhibited elevated sensing integrity counter (sic). A fracture of the rv lead was suspected. All therapies had been turned off, and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.